Manufacturer narrative:
Additional information: h3, h6. H10: the device evaluation was completed. A visual inspection was performed with the naked eye which noted the patient luer connector was missing the heat seal bead. With a gentle tug the patient connector separated from the tubing. The reported condition was verified. The cause of the condition was related to manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line of a homechoice cassette disconnected which resulted in a leak. It was further described as "the part that connected to the patient has no ridges". This occurred during peritoneal dialysis therapy. The patient discontinued the treatment. There was no report of patient injury, however the patient received antibiotic treatment as a precautionary measure. No additional information is available.